Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The product cannot measure the pressure in brain. (B)(6) 2016: per affiliate: did the reported event cause any delays in the surgery or procedure over 30 minutes? -> no delay. Were there any adverse consequences to the patient? - no. What actions were taken as a result of this incident? - from MRI. Was the device revised or was it removed and monitoring discontinued? (Icp) -> yes , removed from patient.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. Multiple attempts to obtain the sample, however, were unsuccessful. This report has been updated to reflect this corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.